Event description:
It was reported that a user experienced hyperglycemia with a blood glucose of 214 mg/dl while using the ilet and questioned why the system was not delivering more insulin; customer support explained that the ilet provides correction above 181 mg/dl and modulates delivery to avoid overcorrection. Symptoms included no reported clinical symptoms. Outcomes included user education and troubleshooting with no alarms, no alerts, and no need for medical intervention or hospitalization. Investigation included a product technical support review and user guidance on system behavior and correction thresholds. Investigation of this case revealed normal device behavior consistent with design, with no device malfunction or alarm activity identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.